Event description:
Healthcare provider reported a right side capsular contracture baker grade IV, rupture and seroma-late. Healthcare professional reported right side ¿hole non-specific" observed during surgery via rga. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed, broken device anterior side assessed as surgical damage and missing shell assessed as inconclusive. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV, rupture and seroma-late. Healthcare professional reported right side ¿hole non-specific" observed during surgery via rga. The device has been explanted and replaced.